Event description:
The user facility reported to terumo cardiovascular that during cardiovascular bypass surgery, part # 62909 in custom tubing pack leaks at the connection point where the tubing meets the connector. The product was not changed out and the surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation. Terumo will submit a follow-up report once the device is received and evaluated. (B)(4).